Event description:
A surgeon reports a patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye was submitted under manufacturer number 1061857-2007-00333. Patient records do not indicate an injury for the left eye. At 10 months post-op, the patient also reported a little glare and blurry vision in the left eye. However, the glare and blurry vision does not appear to have impacted the patient's vision. At 10 months post-op, bcva in the left eye was equal to the pre-op measurement and ucva was 20/20. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.